Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that, during retreat of the heartstart pediatric pad, there was injury observed in the skin of the child. The details of the injury are not known. Additional information has been requested.

Manufacturer narrative:
Philips requested the return of the involved defibrillator pads for evaluation, but the defib pads were not returned. Philips requested information including ECG strips/event file, ma setting and duration of pacing, date code and lot number for the defibrillator pads and what brand of defibrillator was used during the transcutaneous pacing. However, no additional information was provided. Note that complete heart block is an emergency situation where the only choice is to deliver transcutaneous pacing until a temporary or permanent pacemaker is placed. The heartstart pediatric pads instructions for use (IFU) describes the proper steps to take when using these defibrillator pads: "misuse or misapplication of any electrode pad may result in patient burns or ineffective therapy. (Note: reddening of the skin is normal.)" - "pads adhesive can irritate the skin. For extended periods of pacing (greater than 30 minutes) periodically examine the patient¿s skin for irritation." - "replace pads after 24 hours on the skin, 50 defibrillation shocks or 8 hours of pacing (100 ma, 80 bpm)". The customer did not return the defibrillator pads to philips for evaluation. We are unable to determine if this represents a malfunction of the defibrillator pads. The defibrillator pads were not returned for evaluation by philips and there was limited available information. No conclusion can be drawn.

Event description:
The involved patient was a full term newborn who was diagnosed with complete heart block. Transcutaneous pacing was initiated for the patient using the pediatric defibrillator pads. The patient required transcutaneous pacing until transfer to the operating room for implantation of an epicardial pacemaker wire. Once the epicardial pacemaker wire was implanted, the defibrillator pads were no longer required and were removed from the patient. Upon removal of the pads, a 1.5 cm x 1.5 cm skin lesion was noted on the upper one-third of the sternum. The injury was reported as "deep" with "circular, necrotic tissue in the center and red and jagged edges without secretion." A dermatologist performed "scarification of necrotic tissue" and the wound was treated with "safigel" and aquacel and a bioclusive dressing (aquacel is a dressing used for wound healing). At the time of the report, the patient was awaiting placement of a permanent pacemaker. We are considering that "scarification" is consistent with debriding of the wound.